Event description:
A distributor reported on behalf of a healthcare facility in japan via a fisher and paykel healthcare (f&p) field representative that the tubing of an opt946 optiflow + adult nasal cannula had detached from the 3-way connector during use. There were no reported patient consequences.

Manufacturer narrative:
(B)(4). Product background: the opt946 optiflow + adult nasal cannula is a nasal cannula patient interface for delivery of humidified respiratory gases, including those who are receiving nasal high flow therapy (nhf). Optiflow + interfaces are designed for use with the airvo 2 series of humidification devices and may also be compatible with the fisher and paykel mr850 and 950 humidification system devices . Nhf therapy is intended for use with spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases nhf therapy should not be used for life support purposes, and appropriate patient monitoring must be used at all times. The cannula consists of a lightweight delivery tube connected to a rigid plastic base and soft nasal prongs (nasal interface). This allows the device to be light weight and durable. The interface is held in place by a head strap and features a head strap clip which works in tandem with the tubing clip (attaches to the patient's clothing/bedding) to support the weight of the circuit and prevent the cannula being dislodged. Method: the complaint opt946 optiflow + adult nasal cannula was received at fisher & paykel healthcare (f&p) in new zealand for evaluation, where it was visually inspected. Our investigation is based on our evaluation of the subject device, the information provided by the customer, previous investigations of similar complaints, and our knowledge of the product. Results: visual inspection of the opt946 optiflow + adult nasal cannula revealed that the tubing had detached from the 3-way connector and the tubing was found stretched at the manifold and the connector end. Conclusion: our investigation was unable to determine the exact cause of the observed damage to the opt946 optiflow + adult nasal cannula. Based on our knowledge of the product, the reported damage is likely to have been caused by the tubing being subjected to excessive force during use when it was pulled on during patient movement. Manufacturing controls include inspections during production for visual defects to the optiflow + tubing and the swivel, including cracks, tears, moulding defects, contamination, inclusions, discoloration and stretching or deformation. The optiflow + tubing is also inspected for any assembly defects, including confirmation the swivel and 3-way connector are connected with the correct engagement. Any product that fails the visual inspection is disposed of. The subject opt946 optiflow + adult nasal cannula would have met the required specifications. The user instructions which accompany the opt946 optiflow + adult nasal cannula show the set out of how the cannula should be placed and fitted, including the use of the head strap clip. Furthermore, the user instructions of the opt946 optiflow+ adult nasal cannula also state: · "fit the prongs to the patient's nose and secure it to the patient with the head strap. Make sure that the clip is secured to the head strap". · "make sure that an air flow is coming out of the prongs when using the product in the patient". · "use the clip to secure the tube to the prongs" · " it is recommended to use appropriate patient monitoring with this product ". · "do not pull, squeeze, crush, or strongly pinch the breathing tube until the tube is deformed".

Manufacturer narrative:
(B)(4). Product background: the opt946 optiflow + adult nasal cannula is a nasal cannula patient interface for delivery of humidified respiratory gases, including those who are receiving nasal high flow therapy (nhf). Optiflow + interfaces are designed for use with the airvo 2 series of humidification devices and may also be compatible with the fisher and paykel mr850 and 950 humidification system devices . Nhf therapy is intended for use with spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases nhf therapy should not be used for life support purposes, and appropriate patient monitoring must be used at all times. The cannula consists of a lightweight delivery tube connected to a rigid plastic base and soft nasal prongs (nasal interface). This allows the device to be light weight and durable. The interface is held in place by a head strap and features a head strap clip which works in tandem with the tubing clip (attaches to the patient's clothing/bedding) to support the weight of the circuit and prevent the cannula being dislodged. Fisher & paykel healthcare (f&p) has requested for the complaint device to be returned for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in japan via a fisher and paykel healthcare (f&p) field representative that the tubing of an opt946 optiflow + adult nasal cannula had detached from the 3-way connector during use. There were no reported patient consequences.